Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation surgery with two unspecified breast prostheses, underwent bilateral implant explantation on (B)(6) 2019 due to being unhappy with the size of the implants. The patient had the following devices as replacement: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9363776 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 7742233 sn: (B)(4).this medwatch form is for the right breast prosthesis.